Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: futility of abdominal drain in elective laparoscopic splenectomy source: l. Degrate1 & c. Zanframundo1 & d. P. Bernasconi2 & g. Real1 & m. Garancini1 & f. Uggeri1,3 & f. Romano1, 3 & m. Braga1,3 received: 21 april 2020 /accepted: 22 june 2020/ published 27 june 2020 springer-verlag gmbh germany, part of springer nature 2020- https://doi.org/10.1007/s00423-020-01915-x / published online: 27 june 2020 langenbeck's archives of surgery (2020) 405:665¿672. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study assessed short-term outcomes of abdominal drain placement following elective laparoscopic splenectomy between january 2001 and june 2019. In addition, it is noted that intra-operative transection of hilar splenic vessels was performed. There were 161 patients involved in this study and post-operative complications included: hemoperitoneum and abdominal collection resulting in re-operation and anemia resulting in transfusion. Intraperitoneal drain was placed in 75 patients. On sixteen patients, a conversion to open surgery was necessary. Post-operative complications occurred in 36 patients while 8 patients had major complications. A possible rationale to place an intraperitoneal drain is preventing fluid collection and early detecting both postoperative bleeding and enteric or pancreatic leak. All complications that occurred during hospitalization or within 30 days after discharge were registered. Additional complications reported but not necessarily device related include pleural effusion, pneumonia, portal vein thrombosis, omental hernia, fever of unknown origin.